Manufacturer narrative:
The event was reported to the manufacturer through the FDA medsun program (report no. (B)(4). As of the date of this report, the manufacturer has not received the involved device for evaluation. Furthermore, no additional information beyond the initial report has been provided. The manufacturer has made multiple attempts to obtain further details and the return of the device; however, no response has been received to date. Therefore, a thorough investigation could not yet be performed. The manufacturer will continue efforts to obtain the device and additional information. A follow-up report will be submitted if and when further relevant information becomes available.

Event description:
Describe the event or problem: from staff: while performing part of the patient's spinal surgery, the tip of the instrument being used (spikeless kerrison 3) broke off. No evident harm occurred; the broken piece of the instrument was easily recovered from the patient. What was the original intended procedure? T11 through l4 instrumented posterior spinal fusion with navigation. L2 laminectomy for decompression of spinal cord. Use of neuro monitoring. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.